Manufacturer narrative:
A titan pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of infection quality accepts the physician's observations as to the reason for surgical intervention. The review of the device lot history records indicates this lot passed sterility testing prior to being released. The device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the cylinder eroded through meatus causing infection. Additional information was received that the patient seemed to develop a seroma in the suture line of the scrotum. The patient was placed back on antibiotics, and after trying for a couple of weeks, a decision was made by the physician on (B)(6) 2019 to remove the device as it was observed that one of the cylinders protruded from the patient's urethral meatus. The device was explanted. The patient tolerated the procedure well and was returned to the recovery room in stable condition.